Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise, oversensing and pacing inhibition. The pacing inhibition did not result in asystole of greater than 2 seconds. The root cause for the clinical observations was not determined. As a result, this rv lead was explanted and replaced. This rv lead will not be returned. No additional adverse patient effects were reported.